Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose was 428 mg/dl at the time of incident. Troubleshooting was declined by the customer and indicated that the incident was resolved by performing a complete set change. The customer was advised to monitor the pump and call back if needed.